Event description:
A registered nurse reported that the software became unresponsive during a cranial shunt procedure. The first issue occurred in the registration task; the patient was positioned and they had not yet registered. Another issue occurred when selecting the surgeon task. Trouble-shooting did not resolve the issue. The surgeon opted to complete the procedure without the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. He was able to enter cranial without any issue, select an axiem shunt procedure, and choose the patient from this case. A system checkout showed that the system was fully functional. The reported event could not be duplicated by onsite medtronic personnel. The cranial software was uninstalled and reinstalled. No further issues were reported.